Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A large split was observed in the extension tubing of the purple lumen just proximal to the distal end of the luer connector. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water and a leak was observed emanating from the split in the extension tubing of the purple lumen. No leaks were observed in the red lumen. A microscopic observation revealed some beach marks and cracks on the break surface, which are suggestive of material fatigue. The tubing material of the purple lumen was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to possibly have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking.

Event description:
Facility reported to the sales rep that the 3 fr power PICC catheter frayed under the hub. No harm to the patient. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned at this time.

Event description:
Facility reported to the sales rep that the 3 fr power PICC catheter frayed under the hub. No harm to the patient. No other information was provided.